Event description:
A biomedical engineer reported a unit shut down on its own during a cataract with intraocular lens implant procedure. The system was rebooted and the case was completed with no harm to the patient. Additional information was received clarifying that it was the handpiece that stopped working during the procedure. Following the system reboot, the handpiece resumed working.

Manufacturer narrative:
The company service representative examined the system and was not able to duplicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).